Event description:
It was reported that during leadless implantable pulse generator (ipg) implant when contrast imaging was performed on the septal wall, the leadless ipg was pushed out of the device cup. The tip was difficult to change direction by operating the handle. It was found that the wire had broken and the deflection button was completely inoperable. The tricuspid valve passed smoothly without any difficulty, but it hit the septal wall very poorly, so there were several occasions in the right ventricle where the handle was turned or deflected due to poor contact with the septal wall. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.